Event description:
It has been reported to philips that the allura xper fd10/10 system lost the live image, although the fluoroscopy was functioning. The device was in use at the time of the event. No harm has been reported in association with this event. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the user could not perform exposure with the lateral plane, but no issue was observed with fluoroscopy. A philips service engineer inspected the system onsite and could not reproduce the event. The system was confirmed to be operating as per specifications and no issues were identified. Based on the information provided from the customer, the issue was a result of not knowing how to change the footswitch to cine mode using the touch screen module. In biplane systems, imaging can be performed from the frontal and lateral c-arms, if the lateral arm is unable to be used, imaging is still available on the frontal plane and the procedure can be completed in a controlled manner. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.